Manufacturer narrative:
Unit alarmed failed battery test and low battery alarm due to corroded battery tube. Unable to verify weak battery or bad battery due to failed battery test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that weak and failed battery alarms have been received. The customer's blood glucose reading was 123 mg/dl. Troubleshooting found that there is corrosion in the battery compartment. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.